Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 3.00 mm x 12 mm nc emerge balloon-tip catheter was advanced but failed to cross the lesion. The balloon size was then reduced to 3.00 mm. Resistance was encountered, but the balloon catheter still managed to wedge into the lesion, allowing inflation to be performed. However, during inflation at 6 atmospheres, the balloon ruptured due to in-stent restenosis (isr). The device was removed, and the procedure was completed with a non-boston scientific (bsc) balloon catheter. No patient complications were reported.